Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2020 additional information: d10 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: received one used 15fr blake drain. There is a deep cut on the drain 1.5 cm below the area where the drain was attached to the skin. The drain may have been damaged during the use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and obtained. If the further details are received at a later date a supplemental medwatch will be sent. Is this a report of an air leakage? No further information is available. Did the end users check to assure that all connections were secure? No further information is available. Was it determined where the leak occurred? No further information is available. Was there any non-conformance or deficiency noted with the drain? No further information is available. What is the lot number of the reservoir? No further information is available. What is the lot number of the drain? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported via mw# 2210968-2020-06157.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a reservoir was used. During surgery, the suction could not be done properly. At that time, the reservoir was swelled. Another product was used with no problem. Further details are not provided no reported patient consequences. Additional information was requested..